Manufacturer narrative:
Follow-up # 2 ¿ (12/12/2014). The patient¿s test strips have been returned on 10/30/2014 and evaluated by lifescan product analysis on 12/2/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2014).the patient¿s meter has been returned on 10/11/2014 and evaluated by lifescan product analysis on 11/12/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. The patient reportedly manages her diabetes with metformin and glimepiride; however, the patient¿s action in regards to her diabetes regimen after the alleged issue occurred is not clear. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed a headache an unknown time later and on (B)(6) 2014 the patient treated her symptom with aleve. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time, the patient was using the correct testing procedure, and the test strip the patient was using at the time the alleged issue occurred completely drew in the patient¿s blood sample. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.